Event description:
On 11/30/1999, the MFR received a report via a fax from the distributor that states the following: on 11/23/1999, the facility's materials management dept informed the distributor that the plastic piece at the bottom of the needle separated. The facility's rep stated that no specific date or pt info was available. No further details were provided.